Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2014 with the following findings: investigation revealed that the keypad cover was cut and torn at the okay button. The okay, contrast, up arrow, and down arrow keys are intermittently responsive. The keypad cover was removed and contamination was observed under the all of the key contacts. Unrelated to the original complaint, the display was found to be dim and pink. The battery compartment was cracked below the bumper pad.